Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. This lead was noted due to removal difficulty. It was reported that during a device changeout, the physician was trying to unscrew the lead but forgot to unscrew the distal pole. As a result, she was unable to pull out the lead. The back screw was forgotten. The physician was (B)(6) at (B)(6) in (B)(6). No addditional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).